Manufacturer narrative:
The exact event date was not available, therefore the date 03/11/2024 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence and dysuria. A cystoscopy was performed, and it was noted that the cuff had eroded into the urethra; therefore, the component was removed and a reimplant surgery is planned. There were no further patient complications reported.